Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was reviewed and error "rtt" loss incident found within investigation window; this will cause the device to become unresponsive. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.